Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they have received low battery alarms, failed battery test, and the device has powered off on them. The customer states they have woken up to blood glucose level of 500mg/dl. The customer states they treated the high level with manual injection. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer is being sent out replacement battery cap, and was advised to call back if issues persist.